Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had to go to the emergency room over the weekend because they could not void their bladder and they were in a lot of pain. Patient called the doctor and they said they needed to have a catheter and since patient did not have a prescription and could not buy over the counter catheter, that was the only option they had. Patient had an appointment scheduled for (B)(6) 2024, to run some diagnostics on the implanted device.